Event description:
It was reported that the pt experienced significant pain in the right ribs. X-ray suggested partial lead pull out from the epidural space. The lead was re-programmed to capture the pain in the leg. The lead was revised and the rib pain persisted. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.